Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl, which was addressed with a bolus delivery via the pump and a manual injection. Reportedly, the customer's bg level went down to 169 mg/dl. Tandem technical support determined during troubleshooting, that an alarm 19 had occurred in the pump's history. The customer was unable to provide bg level at the time of the alarm, and did not know if the alarm 19 had occurred during load or pumping. The customer was able to complete a full supply change to the pump.